Event description:
The surgeon reported that he had two corneal burns when using the system. There was poor aspiration, and frequent occlusion bell without adequate vacuum. This pt's outcome was not available; no intervention reported to date. This report is for one pt; for additional pt see mfg report # 2028159-2007-00521.

Manufacturer narrative:
The customer service representative examined the system, and found it met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol 25, no 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.